Manufacturer narrative:
Manufacturer's investigation conclusion: the reported thrombus could not be confirmed through this evaluation. Further, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported renal dysfunction could not be conclusively established through this evaluation. Review of the submitted log files captured the pump functioning as intended at the fixed speed. No unusual events or alarms were noted. It was reported that the patient experienced severe clotting of the dialysis circuit during their hemodialysis session, and the account was concerned about signs of pump thrombosis. The patient was reportedly admitted for heparin bridge. Multiple attempts were made to obtain additional information regarding the reported event; however, no additional information has been provided by the account. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU is currently available. Section 1 of the IFU, "introduction," lists potential adverse events, including pump thrombosis and renal dysfunction, which may be associated with the use of heartmate 3 left ventricular assist system. Section 5 of the IFU, "surgical procedures", instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. This section also instructs to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 of the IFU, ¿patient care and management¿, lists thromboembolism as a potential late postimplant complication. This section, under ¿anticoagulation¿, also provides the recommended anticoagulation regimen, including inr range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had severe clotting of the dialysis circuit during hemodialysis (hd) session and concerned about signs of pump thrombosis. The patient was admitted for heparin bridge. The log file review history recorded no unusual events. The mechanical circulatory system (mcs) equipment was operating as intended. The pump parameters trending reviewed in the graphs does not suspect pump thrombus. The pump log files were found to be unremarkable.